Manufacturer narrative:
H3 - device evaluation: the lens returned dry in a microcentrifuge vial. Visual inspection found the haptic torn and deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
B5 - the lens was implanted and removed intraoperatively due to excessive vault on (B)(6) 2023. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -05.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was implanted and removed intraoperatively due to excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, no new lens will be implanted.